Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the right sided implant procedure, the tight curve of the axillary vein toward the superior vena cava (svc) resulted in kinking of sheath and lead was unable to pass. When lead was removed to upsize sheath, spreading of the high voltage ¿b¿ (hvb) coil (distal portion) was observed. Physician requested a new lead out of concern over potential compromise of coil. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.